Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, opening on anterior, mold (approx. 30%). Leak test and microscopic analysis was performed which identified: striated opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and "patient's concern of the product."

Event description:
Patient reported left side capsular contracture, baker grade unknown. Healthcare professional additionally reported "patient's concern of the product". The device remains implanted.